Manufacturer narrative:
The subject device referenced in this report is currently working correctly and will not be returned for evaluation; therefore, the device evaluation could not be completed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for a diagnostic laryngoscopy procedure, the evis exera iii xenon light source, while being used with the maj-1817/xenon lamp, displayed an error message e102 with a light source failure. The patient was not under anesthesia. And the intended procedure was completed successfully with a delay of no more than 15 minutes. The olympus field service engineer (fse) performed an on-site inspection and found that the light bulb of the light source had a usage time of 429 hours. During the test, there was a sound of popping when the lamp was lit, making it difficult to light. During troubleshooting, the fse determined that the evis exera iii xenon light source was good without faults and noted that the subject device would not need to be returned for inspection. There were no reports of patient harm associated with this event. This complaint is related to patient identifier (B)(6) (maj-1817/xenon lamp/sn# unknown).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: the device was not returned for inspection. However, based on the results of the investigation, e102 error was reproduced. It was determined by the field service engineer (fse) that the indicated phenomenon was caused by the failure of the xenon lamp (maj-1817) based on cv-190 technical guide (trouble shooting). It was noted that e102 is the error code that appears when abnormality in the clv-190 lamp occurs. The device was found to be within specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.